Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to unexpected longevity. The right ventricular (rv) lead exhibited infinite impedance, oversensing, noise. It was determined that the lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.